Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Left plunger case was found cracked. Invalid syringe alarm was found in pump event history log. Reported problem was able to be duplicated during flow test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced size pot as a preventative measure.

Event description:
It was reported that the device is not accepting 3ml and 6ml syringes. No patient injury was reported.